Event description:
Pt self tester tested against a lab less than 20 minutes between test and lab draw. On (B)(6) 2012 - inratio inr=2.2, lab inr=1.8. On (B)(6) 2012- inratio inr=1.8, 2.3 (tested on two different fingers within 5 min.), lab inr=2.2. Therapeutic range is 2.0-3.0.

Manufacturer narrative:
Accuracy/precision analysis of reported inratio results. Discrepant results (accuracy) comparison of inratio test result (s) with lab result (s) provided by end-user at time complaint was filed: inratio: 2.2, reference: 1.8, mean: 2.0, confidence limits: 1.3 - 2.7, results: pass; 1.8, 2.3, 2.2, 2.1, 1.3, 2.7, pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (precision) comparison of inratio test results as follows: inratio: 1.8, inratio: 2.3, mean: 2.05, sd: 0.35, %cv: 17.25, result: pass. Reported results produced cv less than 20% which meets passing precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Analysis of the client's data from repeat inratio tests revealed that test results met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). Action threshold ((B)(4)) has reached. Strip lot in complaint has strip code lw5mu which brick lot number 257219 was assigned and packaged into strip lots (275252, 275255, 275253, 275254). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time.